Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 90% stenosed distal circumflex. Pre-dilatation was performed with a non-abbott balloon. A 2.5 x 23 mm xience v was advanced to the lesion; however, it would not cross and the hypotube separated outside the guiding catheter. A non-abbott bare metal stent was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.